Event description:
It was reported that after successful deployment of the stent in a renal artery (off-label use), resistance was encountered during removal of the stent delivery system (sds). Force was applied to remove the sds, and resistance continued to be felt as the sds was withdrawn into the guide catheter (contrary to instructions for use). After removal from the anatomy, it was observed that the tip (described to the account manager as the very end of the sds, including a small part of the distal portion of the balloon) of the sds remained at the femoral cutdown. Surgery was performed to remove the tip; no complications were reported and the pt is doing well as of the date of this report.